Event description:
It was reported that the procedure was to treat the mid left anterior descending artery. A 2.75 x 8 mm nc trek balloon catheter was advanced to the lesion and upon inflation there was saline leaking from the balloon. When the catheter was removed from the anatomy the proximal end of the balloon was separated at the shaft, although the catheter was still in one piece. A non-abbott balloon was use to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The balloon was not separated as reported; however, the proximal shaft was separated. The leak could not be confirmed due to the condition of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.